Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service led on their device illuminated when the charge button was pushed. The device would not charge defibrillation energy. There was patient use associated with the reported event however, there was no report of an adverse patient outcome.